Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. According to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however this failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2012. According to the complaint, the procedure was completed with this device, however the balloon would not deflate and all the inflation medium was unable to be removed. The balloon was removed with the endoscope and a syringe was used to deflate the balloon to remove it from the scope. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.